Manufacturer narrative:
The pod arrived fully deployed. No issues were observed with the soft cannula that would contribute to the reported dislodged event. The cause of the reported dislodged event could not be determined. No leaks or damages were found in the fluid path to contribute to the reported leaking during wear event. The adhesive pad welds were observed to be fully attached. No damages were observed to contribute to the reported failure to adhere event. The cause of the pod adhesive event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.g996u1ueshhyi2, hardware: sm-g996u1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 350 mg/dl while wearing the pod between 24 and 36 hours. There was a part of the adhesive was not secure on the (abdomen) causing the cannula to dislodge. Additionally, the patient also noted leaking during wear.